Manufacturer narrative:
Citation: kajio k et al. Self-expandable transcatheter aortic valve replacement is associated with frequent periprocedural stroke detected by diffusion-weighted magnetic resonance imaging. J cardiol. 2019 jul; 74 (1): 27-33. Doi: 10.1016/j.jjcc.2019.01.013. Epub 2019 feb 20. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the risk of stroke in patients following transcatheter aortic valve replacement using diffusion-weighted magnetic resonance imaging. All data were prospectively collected from a single center between january 2016 and july 2018. The study population included 113 patients (predominantly female; mean age 84 years), 3 of which were implanted with medtronic corevalve bioprosthetic valves and 17 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all corevalve and evolut r patients, adverse events included: permanent pacemaker implantation, stroke (disabling, symptomatic, or asymptomatic) and coronary occlusion. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.